Event description:
The customer reported that the insulin pump was not functioning after falling into the pool with the pump on. The customer stated that the device had a crack, and the water may have penetrated inside the insulin pump. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded electronic assembly. A corroded motor and a corroded keypad traces were observed during visual inspection. Furthermore, the reservoir tube had a deep crack.